Event description:
It was reported that a variation in sensing and an increase in pacing lead impedance were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description included. A partial lead with the connector pin measuring 14.0cm was returned for analysis. External insulation abrasion was noted at 13.1-13.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.